Event description:
An eyecare practitioner has reported that patient presented in 2003 experiencing photophobia, foreign body sensation and discomfort in the left eye for one day associated with wear of focus night & day lenses. Ecp diagnosed iritis and prescribed pred forte every hour and ciloxan four times a day. Resolution is unknown. No further information is available.